Event description:
The customer is not reporting a product malfunction of a mindray device. The customer indicated that they were trying to retrieve discharged patient information but could not locate it and is requesting help in retrieving patient's discharged data as the patient expired on (B)(6) 2025.

Manufacturer narrative:
Mindray field service representative visited the facility and collected benevision dms logs, but discharged patient's data was not available. Mindray performed a review of the available system logs, and no device performance issues were identified. The system performed per specifications.